Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. The caller was unsure if the issue caused their blood glucose level to exceed 500 mg/dl. Technical support provided assistance with resetting the pump, as the malfunction code was resettable, and instructed the caller to reach out if the issue recurred.